Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has pain from a hernia while draining. Attempts to obtain additional information related to the patient¿s hernia were unsuccessful. No further information is known at this time.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of pain during drains due to a reported hernia. However, there is no documentation in the complaint file to show a causal relationship between the hernia and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown if the patient¿s hernia was pre-existing to the start of pd therapy or if pd therapy exacerbated the patient¿s hernia. The type and location of the patient¿s hernia is not known. Only (B)(4) of pd patients develop hernia after the initiation of dialysis. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. However, it cannot be confirmed if the pd therapy itself contributed to the hernia or the patient symptoms. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has pain from a hernia while draining. Attempts to obtain additional information related to the patient¿s hernia were unsuccessful. No further information is known at this time.